Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; g3; h2; h6. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; b3; b4; b5; d6b; g3; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a right hip revision approximately fifteen years post implantation after hearing a pop and experiencing pain. During the procedure it was noted that the stem and set screw had fractured, and scar tissue was found around the proximal femur. The cemented distal femoral and acetabular components were retained an all the other products were revised. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately fifteen years post implantation after hearing a pop and experiencing pain. During the procedure it was noted that the stem had fractured. Attempts have been made and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, g3, g6, h2, h6, h11. Medical records received confirmed the patient was underwent a revision to address a fractured intercalary segment's taper junction. The screw was confirmed to be broken upon removal. The root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d2, d4, g3, g4, g6, h2, h4, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided confirmed a fractured portion of the elliptical segment was still attached to the proximal femoral. The segment exhibited nicks, gouges and surface scratches. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.